Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alarm on the insulin pump. Customer's blood glucose level was unknown. Customer advised the replacement battery cap they received was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high sleep and active currents due to cracked l4 and l8 at the printed circuit board assembly. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No, main arm cannot communicate with the motor arm error noted during testing. The insulin pump had minor scratched display window and case.